Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination, the unit was found to require the unit to be calibrated. The unit modified according to guideline of manufacturer. The defective fastening material was exchanged, the holster overhousing was replaced and the defective rotational cable was replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections.

Event description:
It was reported that the equipment was sent to them for repair, because the rotation knob is defective. It was not noted if the issue occurred during a procedure. There were no adverse consequences to the pt.